Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the clip was removed during left lung segmentectomy by videothoracoscopy, the artery began to bleed due to a complete stapling. The surgeon staple and sever a branch of the pulmonary artery. A thoracotomy was done to control the bleeding on an emergency basis.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record could not be performed because the correct lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, when the clip was removed during left lung segmentectomy by videothoracoscopy, the artery began to bleed due to a incomplete stapling. The surgeon staple and sever a branch of the pulmonary artery. A thoracotomy was done to control the bleeding on an emergency basis. The current status of the patient is unknown.